Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-3 error: used test strips, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strips are inserted into the meter. At the time of the call, the customer stated that she was feeling sweaty and thought her blood sugar was high. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 82 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 09/22/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customerat this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-3 error: used test strips, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strips are inserted into the meter. At the time of the call, the customer stated that she was feeling sweaty and thought her blood sugar was high. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 82 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 09/22/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.